Manufacturer narrative:
Date of initial report: 2017-07-18. User facility submitted medwatch (B)(4) regarding this event. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device could not be reopened after closure onto tissue. The physician needed to use excessive force to reopen the jaws. No patient injury occurred, and a new device was used to continue the procedure.